Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings which was confirmed by the escalation analysis. Customer care intended to assist the user, to contact their healthcare professional to schedule sensor removal and reinsertion if the differences persisted, but the user remained unresponsive to multiple contact attempts and this guidance could not be communicated. Further investigation was not possible. As per the data management system (dms) review, the system remained in active use with up-to-date information.